Manufacturer narrative:
Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked lcd keypad connector noted. However, unit passed self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received no delivery alarm. The customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was also 100 mg/dl. The customer performed fixed prime and the insulin pump alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.